Event description:
It was reported the programmer freezes in the middle of telemetry. An error occurred. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 rf head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported system error. Analysis also found the upper case is cracked near the system fan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.